Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the needle was broken at the notch which happened as a result of the bend that originally had occurred. No stylet was in place but was returned with the device. The mlla was off centre. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1264683 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there were no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. .

Event description:
"After the first pass the doctor removed the needle from the scope, having difficulties to unscrew it from the biopsy hub. When we then extended the needle to extract the sample we noticed the top of the needle was bend. When we investigated the tip came off."